Event description:
Surgical technician reports, while testing equipment prior to a surgical procedure, it was noted the 4.5 mm curved arthroscopic shaver would not "spin." Two more shavers of the same type and lot number were opened and also would not work properly. They would not spin effectively when attached to the surgical drill. A straight shaver (same manufacturer/different model number) was tested and worked appropriately. This replacement shaver was used for the remainder of the procedure. Once the procedure was complete the surgical technician bagged the shavers which were tested and did not work. He also removed 10 more shavers from the same lot number off of our shelves. Product has been retained in risk management and will be returned, upon request, to the manufacturer for testing purposes. There was no injury to the patient since products never reached the surgical field.====================== health professional's impression======================device would not turn as expected.